Manufacturer narrative:
His event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Functional testing of the handle found the handle would not attach all the way onto the mesher. Visual inspection found there were scratches and dings on the male connector part of the mesher as well as inside the female connector of the handle. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign : australia.

Event description:
It was reported that outside of surgery, the handle was not working when connected to the mesher. There was no patient involvement. During device evaluation, it was discovered that the handle would not attach all the way onto the mesher. Due diligence is complete, there is no additional information available.